Manufacturer narrative:
Concomitant medical products: 506852 lead, implant date: (B)(6) 2000. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead impedance trend began to drop and became low. It was also reported there was deterioration of insulation causing unstable sensing on atrial lead. It was noted the sensing progressively decreased. The lead was capped and replaced. No patient complications have been reported as a result of this event.